Event description:
Philips received a complaint that alleged that the strap holder on the table that secure pts came loose. There are no reported injuries since no pts were involved.

Manufacturer narrative:
(B)(4). The investigation is on-going and a follow-up MDR will be sent once more info is available. (B)(4).